Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "patient complained of anterior knee pain. On review and opening for revision it was visualized that the patella button had been sheared off at the lugs and was floating loose in anterior portion of knee. Also, noted that the patella was riding extremely laterally on femur which may be a cause for the issue."